Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen by the physician on (B)(6) 2016. During the patient's visit, the vns was programmed to 1ma from 0.75ma. Upon programming the device, the patient fainted. The physician programmed the patient back down to 0.5ma and the patient tolerated the setting well. Diagnostic tests were performed and the vns was found to be ok. The physician asked if vns could cause hypotension and it was explained that labeling states hypotension is a stimulation-related adverse event occurring in less than 5% of subjects. The patient had no history of syncope or hypotension and the physician had not determined if the fainting was related to vns or not. The physician planned to keep the patient's settings as they are and monitor the patient. It was later noted by the physician hat the "fainting" could have also been an atonic seizure, which is normal for that patient. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient was doing well with respect to fainting. The physician noted he was not sure if the cause was a seizure or hypertension. No additional relevant information has been received to date.